Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic gastric bypass. According to the reporter: there was an intraoperative air leak. The leak was discovered through an air leak test after firing. To correct the problem, the surgeon over-sewed the anastomosis. There was an extension of surgical time of more than 30 minutes. The patient also required extended hospital stay for 2 days. There was no reinforcement material used. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no blood loss of 500cc or more.